Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned coronary treatment. The procedure completed after restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that operation was not smooth, occasionally system was not exposing, the ip pc was not working. There was a issue with the ip-pc (image processing pc). As a part of troubleshooting, the fse cleaned ip pc, reseated hard disc. After which the system was returned to use in good working order. But later on, 4th november 2023, the reported issue reoccurred, and the issue due to malfunction in the ippc. The fse replaced ippc and os reload. After that the reported issue was resolved. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that operation of the system was not smooth, occasionally could not expose and image was not working. System was in clinical use. No patient or user harm have been reported. A philips engineer inspected the system onsite and identified an issue with the ip-pc (image processing pc).